Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2020-01348 and 3005168196-2020-01350.

Event description:
Penumbra inc. Became aware on 05-aug-2020 during its post-market surveillance activities of a journal article titled, ¿ballast and neuronmax in stroke thrombectomy" (gross et al.,2020). It was reported that 69 stroke thrombectomy procedures were performed using the neuron max 6f 088 long sheath (neuron max). All data was collected from an endovascular arterial thrombectomy database between july 7, 2019 and december 31, 2019. Among all procedures, three reported that the neuron max would not track to the internal carotid artery (ica) or common carotid artery (cca), respectively. The neuron max was then removed and either a benchmark 6f 071 delivery catheter (benchmark) or a non-penumbra device was used to complete the three procedures, respectively. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all events within this literature source.